Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis is confirmed based on information provided by the customer. The assignable cause was poor aseptic technique. A review of all batch record documents was performed for h11d05040 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Instructions related to the reported problem are contained in the product labeling. The instructions are easily accessible by the patient. The instructions are accurate and sufficient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A consumer called baxter and reported that on a date in (B)(6) 2011, the home patient (hp) reused the peritoneal dialysis (pd) disposables. On (B)(6) 2011, the hp exhibited symptoms of peritonitis. On (B)(6) 2011, the hp was hospitalized for peritonitis. Treatment administered was not reported. Causality was reported as reusing the disposables. On (B)(6) 2011, the hp was discharged from the hospital. Recovery was ongoing at the time of this report.